Event description:
It was reported by the surgeon that the patient had a left hip operation in 2001. Four years later, patient had sudden pain and lack of full weight bearing. Clinical and radiological evidence of acetabular aseptic loosening. X-rays showed complete lucency around the cup. No lucent line around the screws. Loosening confirmed by isotopic scan. No septic sign. Revision eight months later, no septic sign, no lysis. The acetabular loosening is confirmed with a loose cup while screws remained well fixed. Easy retrieval of the cup, no bony growth , simply fibrous tissue. The stem is left in situ.